Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer issue. A field service engineer cancelled the work order and stated that the customer had resolved the issue. No resolution was provided by both the field service engineer and the customer about the resolved issue. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was unable to close. The customer reported that the malfunction occurred when the user was trying to issue medication to the patient and there was no delay to the patient's workflow.there were no adverse events or injuries reported based on this incident.